Event description:
It was reported that the unspecified bd syringe experienced particles on the plungers. The following information was provided by the initial reporter: excessive particles on plungers of the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site, and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H6: investigation summary: a complaint of excess particles being found in the plunger was received from the customer. The supplier of this product was notified of this defect. A sample evaluation could not be performed since no sample nor photo was provided. According to the manufacturing procedure, a visual and functional inspection is performed for each lot before product release. Based on the present information, and since no photo or sample was received, the reported issue could not be confirmed nor related to manufacturing process. Current controls include a 100% visual inspection by production personnel according to standard work instruction. In addition, a qc sampling inspection is completed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The lot was manufactured on 10mar2022. To further investigate, a gemba was carried out in the manufacturing process. Current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger the reported condition.

Event description:
It was reported that the unspecified bd syringe experienced particles on the plungers. The following information was provided by the initial reporter: excessive particles on plungers of the syringes.